Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a tka performed at an unknown date, the lgn ps high flex xlpe sz 7-8 15mm had to be explanted and exchanged due to breakage on a revision surgery performed on (B)(6) 2023. Current status of the patient is unknown.

Manufacturer narrative:
D4: expiration date , h4: device manufacture date. Section h3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the post of the device fractured. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported post insert breakage cannot be definitively concluded. The patient impact beyond the reported post breakage and subsequent revision could not be determined and the patient¿s current health status was not provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone, this has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of the raw material shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.